Manufacturer narrative:
The returns expanded evaluation report form states the complaint was confirmed for the get-u-up hydraulic lift of having the right, front caster raise off of the floor.

Event description:
Dealer is stating that there is an issue with the casters. Dealer is also stating base closed, right rear caster is at -4.5, left rear caster is at -6 degrees, when base is open right rear caster is -7.2 degrees with the front right caster off the ground, left rear caster +2.7 degrees.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer is stating that there is an issue with the casters. Dealer is also stating base closed, right rear caster is at -4.5, left rear caster is at -6 degrees, when base is open right rear caster is -7.2 degrees with the front right caster off the ground, left rear caster +2.7 degrees.